Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an auto-off alarm occurred. Tandem customer technical support confirmed the alert in the pump history, however the customer continued to allege interaction with the pump. Customer¿s blood glucose level was 250 mg/dl.